Manufacturer narrative:
The incident sample was requested but to date has not been received for evaluation. If the sample or additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that an operating room fire occurred in a hospital while using the unit. The hospital determined that 100% oxygen was leaking from a mask in use and an electrosurgical pencil ignited the oxygen. There was a flash of fire that caused a facial burn to the patient. The procedure was completed.